Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The crt-p was recommended to be explanted and it has been explanted at a surgical procedure in which a new crt-p has been implanted. The health care professional (hcp) mentioned being upset as they did not get notification of safety mode. It was mentioned that it could have been a connection issue which would prevent comm from sending a notification about safety mode. Could also be that safety mode had occurred sometime after last time comm did its daily sweep. Or patient might not have been near monitor. The explanted crt-p has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The crt-p was recommended to be explanted and it has been explanted at a surgical procedure in which a new crt-p has been implanted. The health care professional (hcp) mentioned being upset as they did not get notification of safety mode. It was mentioned that it could have been a connection issue which would prevent comm from sending a notification about safety mode. Could also be that safety mode had occurred sometime after last time comm did its daily sweep. Or patient might not have been near monitor. The explanted crt-p has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.